Manufacturer narrative:
(B)(4). Physio-control further evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was that the main charge capacitor was electrically open. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would detect an ECG waveform via a defibrillator analyzer, but then get stuck in a continuous loop of ¿analyzing.¿ as a result, the device could not charge and shock, if necessary.